Event description:
During follow-up, increased pacing impedance, loss of capture, and loss of sensing were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was repaired during the surgery to resolve the event. The patient was stable and there were no adverse consequences.